Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing decreased performance despite device testing within normal limits. Revision surgery is under consideration.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient will reportedly not pursue revision surgery a this time. Programming adjustments have been made and the recipient continues to use the device. The recipient will be monitored by the facility. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.